Manufacturer narrative:
It was noted that the device is not available for evaluation as the component was discarded. Additional information has been requested and if received, will be provided in the supplemental report. Product discarded.

Event description:
It was reported that the insert could not be locked with the tibial component properly. Posterior site of the insert did not lock. The surgeon tried to insert it again, but it could not be locked because of the anterior wire deformation. Spare insert was prepared, so the procedure was completed. No more information will be provided.

Manufacturer narrative:
An event regarding seating issue involving a triathlon insert was reported. The event was DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. The cause of the event could not be determined as the subject component was not returned for evaluation. No further investigation for this event is possible at this time. If the device becomes available, this investigation can be reopened.

Event description:
It was reported that the insert could not be locked with the tibial component properly. Posterior site of the insert was did not lock. The surgeon tried to insert it again, but it could not be locked because of the anterior wire deformation. Spare insert was prepared, so the procedure was completed. No more information will be provided.